Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zct225 10.0 diopter intraocular lens (iol) a complication with the bag occurred. As a result the physician had to abort the procedure. The lens was discarded and not available for evaluation. No further information was provided.

Manufacturer narrative:
Through follow up it was learned that the bag complication reported was a torn posterior capsule and was further reported as a technique error. There was an incision enlargement and vitrectomy performed. The lens was replaced with the back up lens and no patient injury was reported. No further information was provided. Age/date of birth: (B)(6). Gender/sex: female. Date of event: (B)(6) 2017. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.